Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in leeds, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The device was tested and fio2, air+o2 flow were all within tolerance. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication livanova learned that the customer did not use the gas blender yet after it was checked. The customer will monitor the device in case of re-occurrence of the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system showed fluctuation on air and o2 gas flow and fio2 alarmed. The issue occurred during setup and there was no patient involvement.

Manufacturer narrative:
Livanova received a report stating that a s5 gas blender system had fluctuation on air and o2 gas flow and fio2 alarmed. The issue occurred during setup. No patient/user affected. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The device was tested and fio2, air+o2 flow were all within tolerance. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database review pointed out that no further issues have been submitted for this unit since its installation in 2011. Livanova believes the most probable root cause was flow and fio2 settings not within the limits of operation reported in the gas blender instructions for use, consequently the gas blender's working point was not above the operating curve of gas flow on dependent fio2. The risk is in the acceptable region. No action is deemed necessary. Livanova will keep monitoring the marked.

Event description:
See initial report.